Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. It gave him a battery malfunction and he put in brand new batteries but the screen became distorted. The screen was completely off. The customer tried reinserting the battery but nothing happened. The customer's blood glucose level was unknown. Troubleshooting was not completed because the customer was too uncomfortable with the insulin pump. The customer was advised that the device would be replaced and agreed to return the product for analysis.